Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, the stent dislodged outside the patient. A 2.25x8mm taxus liberte stent delivery system (sds) was advanced to an unspecified lesion but it would not cross. The device was removed and the physician exchanged the guide catheters. When the sds was advanced for a second time it was noted that the stent had dislodged outside the patient. Therefore, the procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
(B)(6).it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)